Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
On (B)(6) 2008, this pt was implanted with four gore excluder aaa endoprostheses to treat an enlarging abdominal aortic aneurysm. It was reported that follow-up imaging taken on an unk date identified aneurysm enlargement (amount unk); however, there was reportedly no evidence of endoleak. Add'l info has been requested.